Manufacturer narrative:
B5 describe event or problem updated. B6 relevant tests updated. B7 other relevant history updated. D6a. Implant date updated.

Event description:
It was reported a procedural thrombus occurred. A left atrial appendage (laa) closure procedure was attempted using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). It was noted the patient had difficult anatomy. Transesophageal echocardiogram (tee) identified a thrombus on the wds sheath and the procedure was aborted. It was further reported the laac procedure was not aborted but successfully completed with a 31mm watchman flx laa closure device. The thrombus was identified during deployment of the closure device. Once the thrombus was identified it was aspirated using the was.

Event description:
It was reported a procedural thrombus occurred. A left atrial appendage (laa) closure procedure was attempted using a 31mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). It was noted the patient had difficult anatomy. Transesophageal echocardiogram (tee) identified a thrombus on the wds sheath and the procedure was aborted.